Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual, IFU and fema, the most probable root cause is symptomatic recurrence of pain due to improper ifuse implant size selection and malpositioned ifuse implants.

Event description:
On (B)(6) 2012, the pt had a right side arthrodesis utilizing the ifuse implant system. Three ifuse implants were placed. No intra or post-operative complications were experienced. The pt did well after the surgery with a marked decrease in her si joint pain. Approx 6 to 8 months after surgery, the pt began to complain of pain in her right si joint that was similar in location and similar in nature to the right si joint pain that she had experienced prior to the ifuse surgery. The pt's right si joint pain worsened over the next several months. Imaging showed that the second and the third implants on the pt's right side were somewhat dorsal and somewhat short. There was lucency appreciated at the sacral side of the third implant. The surgeon confirmed with diagnostic injection that the pt had pain coming from both the right and the left si joints. On (B)(6) 2013, the surgeon performed a revision surgery on the pt's right si joint and a primary si joint arthrodesis on the pt's left si joint. The revision procedure consisted of placement of two add'l implants anterior to the cephalad and middle implants that were previously placed on (B)(6) 2012. No implants were removed. No grafting was performed. There were no intra or post-operative complications with either the right si joint revision surgery or with the primary surgery on the pt's left side. Per dr (B)(4) (si-bone vp of medical affairs), "the pt has had improvement in her right and left side si joint pain. A medical review of this case has been performed. This is a case of symptomatic recurrence of pain after a lengthy (6 to 8 month) interval of symptom relief. The surgeon is of the opinion that the distal two implants placed at the original surgery were positioned a bit dorsal and were a bit short. The pt has had no permanent injury secondary to the procedure."